Event description:
Journal article received: can the proximal femoral nail be improved? Authors: schipper i.b., simmermacher r.k.j., huttl t., frigg r., messmer p., schutz m., lenich a., van der werken c. European journal of trauma. 2005; 31 (3) :258-265. This article reports a multicenter observational study of 245 patients with a mean age of 75 diagnosed with unstable trochanteric fractures which were treated with modified proximal femoral nail. Subsequently, patient adverse events included postoperative wound problems, dislocation of proximal screws, pseudarthrosis, hardware removal and/or replacement. It is unknown if synthes device(s) contributed to the adverse events. This complaint represents postoperative wound problems, including superficial wound infection, deep wound infection, and hematoma in 20 patients in the study. Two reinterventions took place due to wound-related problems. This is report 1 of 5 for complaint (B)(4). This report is for the unknown nail.

Manufacturer narrative:
Publication date: march 10 2004, revised: january 2, 2005. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.